Event description:
Per the clinic, the patient experienced loss of benefit and headaches with device use. The device was explanted on (B)(6) 2015. There are no plans to reimplant the patient with a new device as of the date of this report, august 25, 2015.

Manufacturer narrative:
This report filed november 20th, 2015.